Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 300 mg/dl. Customer was assisted in performing a 5.0 units fixed prime. The customer stated the insulin did not exit. Customer reported that the device alarm during manual prime. The customer reported that the insulin did not exit during manual prime. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.